Event description:
Error 43 (lcd communication), display board defective.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The device log was not provided therefore no review could be performed however a photo of the device screen showing the error 43-0001 was provided and confirms the reported event. The reported device was not sent back for investigation as it was repaired locally. As per technical manual, the display board was replaced. Without any other evidences the root cause of this event cannot be identified. Although we cannot directly link the event to it but for information, the random triggering of the error 43 is a known issue with low detectability. Its root cause is due to a software issue related to the timeout in the lcd status readings. An event has been created and a software design review is in progress and being tracked. To our knowledge this complaint was not being related to patient safety. This complaint is valid. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.